Event description:
In 6/2000, the facility's cst, materials management informed the manufacturer's (MFR) representative of the following: the device was not functioning properly (the specific problem not known), and as a result was explanted. Upon explant, the doctor noted two (2) long tears in the device catheter. No further details were provided.